Event description:
It was reported there was no adequate connection of the groshong catheter assembly parts. Catheter embolized the patient. The patient had to undergo a hemodynamic procedure performed by an experienced vascular surgeon to remove the catheter. The patient developed convulsive status. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported there was no adequate connection of the groshong catheter assembly parts. Catheter embolized the patient. The patient had to undergo a hemodynamic procedure performed by an experienced vascular surgeon to remove the catheter. The patient developed convulsive status. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported there was no adequate connection of the groshong catheter assembly parts. Catheter embolized the patient. The patient had to undergo a hemodynamic procedure performed by an experienced vascular surgeon to remove the catheter. The patient developed convulsive status. No other information was provided.